Manufacturer narrative:
Approximate age of device - 10 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 1 inch from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were not returned. The pump appeared to have been exposed to a fixative agent prior to being returned. Examination of the pump blood-contacting surfaces found a ring of tissue-like thrombus around inlet bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time while the pump was operating. Examination of the pump rotor found white, tissue-like depositions folded over the proximal edge of one of the rotor blades and in one of the rotor vanes. The depositions did not show any lamination and did not appear to have formed on the rotor. Examination of the outlet stator found a denatured, tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. Although the evaluation could not conclusively determine the cause of the observed thrombi, they would have contributed to the reported flow issues and increase in the patient¿s lactate dehydrogenase level. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient returned to the hospital with darkened urine, heart failure symptoms and shortness of breath. The patient's lactate dehydrogenase level was 3000 u/l. The patient's liver function test results were reported to be elevated. A ramp study revealed that the patient's left ventricle could not be compressed. No known low flow states or infection were reported. The patient's international normalized ratio was between 1.6 and 1.8. The patient's mean arterial pressure was reported to be within normal limits. The patient underwent a pump exchange subcostally and off bypass with no incident. The inflow conduit and outflow graft were left in place. No additional information was provided.